Event description:
It was reported that the implant had never worked properly. The device was not programmed for two months after the implant and when it was done the patient could not move their head without the stimulation ¿going off.¿ the patient was washing windows in (B)(6) 2012 and ¿it hit her¿ and caused a chest injury. The next month, an x-ray confirmed the right lead ¿slipped¿ and was ¿curling around¿ at the base of the spine. It was noted that the patient had ¿foot drop¿ 18 years ago from a ruptured disc which caused a severed nerve in the back. It was reported the patient still had concerns regarding their device or therapy but was working with her doctor or manufacturing representative. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3550-39, lot# n331053, implanted: 2012-(B)(6), product type accessory, product ID 355531, lot# n336861, implanted: 2012-(B)(6), product type screening device, product ID 3777-45, lot# serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).